Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the needle to cuff miss, include, but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that contribute to the inability to retract the foot and difficulty to remove the suture, include, but not limited to tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using an 8f sheath after a neuroendovascular procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred when the plunger was removed. While attempting to retract the foot for retrieval, it became stuck. Suspecting that the suture was entangled, the suture was pulled out, and the foot was able to be retracted, allowing the device to be removed. Hemostasis was achieved with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.